Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue and replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. The e-100 generator was returned for failure analysis; however, no issue could be found. This unit was installed onto the test system and manually power cycled three times. The e-100 powered on without any issues each time. The vessel sealer instrument was installed onto the unit with a saline-dipped gauze in the jaws. The e-100 was fired with yellow pedal/sync activation to cut/seal approximately 100 times.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument kept erroring with the e-100 generator. The customer informed the e-100 power button and the instrument led was white, but when firing energy, the instrument led turned amber. The customer stated they had tried 2 vessel sealer instruments, but the reported issue remained. The tse recommended moving the vessel sealer cable into the erbe generator. The customer then moved the vessel sealer cable to the erbe generator and was able to fire the instrument. The procedure was completed with no reported injury.